Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. The catalog number and lot code were not provided. The device was reported as an unknown accolate tmzf plus 127 neck angle v40 hip stem. An unknown uhr universal head and an unknown lft v40 femoral head were also noted in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit, that allegedly patient was implanted with an accolade tmzf plus 127 neck angle v40 hip stem on (B)(6), 2012. It was further alleged that patient suffers from pain and infection and will require revision surgery.

Manufacturer narrative:
Additional devices listed in this report: cat # uh1-52-26, lot # mkawa4, description: uhr bipolar 26x52mm. Cat # 6260-9-026, lot # 38331803, description: 26mm -3 lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an accolade was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported through the filing of a lawsuit, that allegedly patient was implanted with an accolade tmzf plus 127 neck angle v40 hip stem on b)(6) 2012. It was further alleged that patient suffers from pain and infection and will require revision surgery.